Event description:
It was reported that the device powered up with a blank screen and was not able to power down unless the battery was removed. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb assembler and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a temperature sensitive ic chip, designator u11.